Event description:
It was reported that the left ventricular lead, which was programmed off previously, had dislodged. The lead was explanted. During a new lead implant, a competitor guide wire was used; however, the physician was unable to remove the guide wire. The physician decided to leave the wire with the lead and cut whatever wire was sticking outside the end of the lead body. The patient was stable after the procedure.

Manufacturer narrative:
The reported event was lead dislodgement. Analysis was normal. No anomalies were found.